Event description:
Review of service data detected a reportable problem. During servicing, battery pack sn (B)(4) was found to be damaged. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) has been completed. Upon eval, the battery pack connector was found to be damaged. In addition, the protector circuit component u1 was shorted. The root cause of the damaged connector cannot be positively identified but is likely physical abuse. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.